Manufacturer narrative:
B5 - correction of narrative: a facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens remains implanted. Cause of the event is unknown. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. Claim (B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens remains implanted. Cause of the event is unknown. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was explanted, and later replaced; this resolved the problem. Cause of the event was unknown. It should be noted that the patient's acd was less than 3.0mm at the time of implantation. Therefore there is not enough safety and effectiveness data to support implantation in this patient category. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Claim#(B)(4).